Event description:
An archer guidewire was used as an accessory product in a patient during the endovascular treatment of an aortic aneurysm. Vessel morphology is unknown. It was reported that when the archer wire is inserted in another manufacturer's pigtail catheter, the wire has a tendency to get stuck in the pigtail catheter during removal. It was reported that the physician has experienced this in two previous occasions. The customer used another manufacturer's wires. This is most present when they are using archer together with cordis pigtail with markers. The archer wire was discarded. No clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Results: unknown cause of incompatibility issue. Conclusion: unknown cause of incompatibility issue.